Event description:
A report was received that the patient's entire system was explanted due to discomfort at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-70 (B)(4) description: artisan 2x8 paddle lead, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.